Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. The customer changed the infusion set two days prior the event. It was reported that the total basal and bolus delivered for the day before his hospitalization were incorrect. Ran a fixed prime test and passed. A tubing clamp was not available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.